Manufacturer narrative:
Device evaluation summary: once cadd legacy pump was returned for analysis in used condition. The visual inspection of the pump identified that there was no damage. The functional testing included accuracy testing. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. The customer's concern regarding failed accuracy could not be duplicated and was not confirmed. Problem source could not be identified.

Event description:
Information was received that during use of this smiths medical cadd legacy plus pump, delivery accuracy issue was noted. Reported that the cassette reservoirs was received with drug remaining in it. It was also reported that 13.5mls came from a cassette containing 96.6ml and there was a 5 percent overfill of 4.6mls, which leaves 8.9mls resulting in a 10 percent difference. No reported adverse effects.